Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a low blood glucose level of 46 mg/dl on (B)(6) 2016. Customer treated his blood glucose level with food and ate too much. He experienced a high blood glucose level of 203 mg/dl. The device was not returned.